Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal cap of the fiber broke. It was noted that the flow valve was opened and fluid was observed to be exiting the metal cap window. The fiber was cleaned two times due to excessive tissue accumulation. It is not known if pressurized saline irrigation was used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.